Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported that the extraneal was re-introduced with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no specific infection reported, it is currently unable to be ruled out as a cause for the reported symptoms. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced cloudy effluent. The cause of the event was not reported. It was not reported if the patient was hospitalized. It was reported that the patient was treated with vancomycin (intraperitoneal, 2-3 weeks) and ceftazidime (intraperitoneal, 2-3 weeks) for the event. At the time of this report, the patient has recovered from the event. The hospitalization and action taken with pd therapy were not reported. No additional information is available.